Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. The pump remains in use supporting the patient. The reported red heart alarms were confirmed during the evaluation of the submitted log file. Evaluation of the replaced external distal end portion of the percutaneous lead identified damage to the black wire insulation. As a result of the damage, the underlying black wire conductors were exposed. The reported red heart alarms would have occurred as a result of the exposed conductors of the black wire contacting the braided shielding when the device was supported by the power module. A portion of the external distal end of the percutaneous lead (approximately 8 inches from the connector) was returned. Rescue tape was present from approximately 1.5 inches to 3.5 inches from the metal connector. Damage to the outer jacket was identified underneath the rescue tape. Electrical continuity testing that was performed on the returned portion of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. Damage to the bionate layer was identified at approximately 2.5 inches from the metal connector. Breakdown of the metal shielding was identified from approximately 2 inches to 4 inches from the metal connector. Visual inspection identified a breach in the insulation of the black wire at approximately 2.5 inches from the metal connector. The damage appeared to be consistent with mechanical damage or force impacting the wire at this location. Visual inspection of the brown, red, orange, yellow, and green wires found no fracture or breach. These wires were submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of these wires that would have resulted in an electrical short. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced a red heart alarm. The patient switched to his backup system controller; however, it did not start up, so he then switched back to his primary system controller and silenced the alarm. The patient presented to the ed at another hospital, and when the hospital staff tried to download the log file while the patient was sitting up, red heart and driveline disconnect alarms occurred. The patient was symptomatic and was switched back to battery power. During troubleshooting, the percutaneous lead was manipulated while the patient was lying down; however, no alarms occurred. The log file was able to be retrieved, and the patient was switched back to battery power with no issues. X-rays showed an area of concern by the distal end bend relief. On (B)(6) 2015, the manufacturer's technical services representative evaluated the percutaneous lead. Electrical continuity testing was performed and did not reveal any broken wires. The distal end bend relief showed an area of concern with the shield being almost absent. A small portion of the percutaneous lead was then replaced where the damage was located, with no issues. The patient was placed on a grounded power module patient cable and no alarms occurred with patient movement or when the percutaneous lead was manipulated. At the request of the hospital, two ungrounded power module patient cables were sent to the hospital in case the patient experienced any issues after the replacement.